Event description:
Procedure type: lap inguinal hernia repair. According to the reporter: white housing cracked, balloon ruptured prior to use. No pt injury was reported.

Manufacturer narrative:
Initial report sent: 12/03/2007.